Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that device exhibited crosstalk over-sensing. Programming changes were performed resolving the issue. Patient condition was stable.